Event description:
It was reported to boston scientific corporation in 2008, that a polaris stent was removed during a procedure the day prior. According to the complainant, the polaris stent "appeared to form crystals on the surface". There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration and manufacture dates are unknown. The device is not expected to be returned, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental manufacturer's report will be filed.